Manufacturer narrative:
(B)(6). This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient tested for troponin t hs stat (high sensitive short turn around time) troponin t hs stat. The erroneous results were reported outside of the laboratory. The customer indicated that before they began to use the e411 instrument they put a used troponin t hs stat reagent in position 2. While the instrument was in stand-by mode the customer took out the troponin t hs stat reagent and moved it into another position. The customer put pct reagent into position 2. The customer did not perform a reagent scan before re-starting the e411 instrument. The customer ran qc which produced results with data flags. The qc results were ignored and the customer ran the patient sample. The patient sample was run as a pct test and reported outside of the laboratory as a troponin t hs stat result of 9.7 pg/ml. The clinical doctor questioned it and called the laboratory. The operator found that the reagent information in position 2 showed as the troponin t hs stat reagent and not pct. The customer performed a reagent scan and now the correct positions for the reagents were shown. Qc was rerun and was acceptable. The patient sample was repeated twice with results of 1452 pg/ml with a data flag and 1438 pg/ml with a data flag. No adverse event was reported. The troponin t hs stat reagent lot number was 187548. The expiration date was not provided. Based on the investigation, it was noted that the e411 analyzer automatically performs a reagent scan when the reagent cover is opened. The e411 analyzer does not automatically perform a reagent scan when the scan was previously performed and the reagent cover stays closed. Pipetting the reagent from the incorrect position can be excluded as a root cause due to how the sensor is activated for the reagent cover. The customer was notified about how the reagent scan works on the e411. It is possible that the reagent cover open/close sensor was shortly deactivated by pushing the switch down. Additionally, the customer is not following good laboratory practice by running and validating qc prior to testing/releasing results from patient samples. Further investigation of the issue is not possible with the available information. The wrong result may have been obtained due to the misuse of the e411 instrument.